Manufacturer narrative:
D10 concomitant product: 030459 endo gia r/or 60 4.8mm (lot#: unknown) 030458 endo gia r/or 60 3.5mm (lot#: unknown) 030459 endo gia r/or 60 4.8mm (lot#: unknown) elghadban, h., shoma, a., abdallah, e., negm, a., abdullah, e., hamed, h., ghareeb, s., lotfy, a., and taki-eldin, a. Laparoscopic one anastomosis gastric bypass as a revisional procedure after failed vertical banded gastroplasty: our center experience. Journal of obesity, volume 2025, article ID 4161005, https://doi.org/10.1155/jobe/4161005; pages 1-8 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study evaluated the safety, efficacy, and outcomes of one anastomosis gastric bypass (oagb) as a revisional procedure following failed vertical banded gastroplasty (vbg). Seventy-one patients underwent the procedure between february 2014 and february 2020. A stapler cartridge (60mm, blue) was used to perform the anastomosis between the gastric pouch and small bowel. The stapling defect was closed with a competitor suture. Postoperative complications included one case (1.4%) of anastomotic stricture, which was managed by upper gi endoscopy and balloon dilatation, indicating a serious injury event. Other complications included bleeding requiring transfusion, leakage managed by endoscopy or stent, and an abscess managed by drainage and antibiotics.